Event description:
It was reported that scs ipg was shutting down and displaying low battery warning flag several times after clearing the warnings. The ipg had possible premature battery depletion. The patient intended to talk to the physician for ipg replacement. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.